Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level as well as high blood glucose level. Customer had high blood glucose level over 500 mg/dl. Customer had low blood glucose level of 46, 47 and 51 mg/dl. Customer was treated with insulin pump for high blood glucose level. Customer experienced blood glucose levels of 147 and 135 mg/dl customer was treated with breakfast, orange juice, honey for low blood glucose level. Customer did not allege insulin pump for over delivering. Customer was not using auto mode feature. The insulin pump will not be returned for analysis.